Event description:
It was reported that two days post implant, the patient called the physician's office and indicated having a heart rate of 34 beats per minute. Additionally, there was failure to sense and the patient was also having extracardiac stimulation. In the office, complete heart block and loss of capture was noted. Fluoroscopy identified that the lead had perforated into the pericardium. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 implantable pulse generator (B)(6) 2014. (B)(4).